Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing cable. This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "missing cable" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was ac power adapter. The ac power adapter required to replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. This does not affect the functionality or efficacy of the device. Customer applied labels/underwriters laboratory (ul) labels do not impact device operation. If a missing part caused a device malfunction in a complaint, then the complaint would be coded for the malfunction and likelihood assessed based on the malfunction reported.